Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was for a user error as the patient changed out the heater solution bag however reused the rest of the setup. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Per the complaint information, the cause is user error / mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to reported receiving a warming solution message on the homechoice (hc) machine during fill 1. The caregiver (cg) states that he called the nurse and she advised him to change the heater bag only. The technical service representative (tsr) asked if the nurse had him end therapy and change out all the supplies; the hp stated only the heater bag. The tsr assisted with ending therapy so that the cg can setup with new supplies. Product surveillance contacted the cg on (B)(6) 2011. The cg confirmed that the nurse advised to only change out the heater bag. The hp was not connected and this occurred before prime. The cg then called baxter and was instructed to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.